Manufacturer narrative:
Interrogation of the device revealed the device was falsely at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Event description:
It was reported that during device interrogation, premature eri was noted. Due to signs of premature battery depletion, the generator was explanted and replaced. Patient was stable before, throughout, and following the procedure.